Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was intact with its pusher assembly. Evaluation also revealed that the pet lock was separated on the proximal end of the pusher assembly, but not completely retracted. The root cause of this could not be determined. Further evaluation revealed that, during the functional test, the smart coil was unable to be detached using both returned handles and a demonstration handle. Further evaluation also revealed coagulated blood inside the ddt and a kink in the pusher assembly. This damage was incidental to the reported complaint. The coagulated blood inside the ddt likely occurred post-procedure. The kink in the pusher assembly may have occurred during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the detachment issue.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. \

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using a penumbra smart coil (smart coil), penumbra smart coil detachment handles (handles), non-penumbra coils, and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous, calcified, and narrowed. During the procedure, the physician placed two non-penumbra coils into the target location using the microcatheter. The physician then advanced a smart coil into the target location using the microcatheter and attempted to detach it using a handle; however, the smart coil failed to detach after two attempts. Subsequently, the physician attempted to detach the smart coil using a new handle; however, the smart coil failed to detach after two attempts. Consequently, the physician attempted to detach the smart coil using forceps but was unsuccessful. Therefore, the smart coil was removed. The procedure was completed using five other coils and the same microcatheter. There was no report of an adverse effect to the patient.